Manufacturer narrative:
Concomitant medical products: product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3487a-33, lot# j0322055v, implanted: (B)(6) 2003, product type: lead. Product ID: 3487a-33, lot# j0316008v, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
It was reported the patient experienced discomfort with her implantable neurostimulator (ins) and wanted it removed because it was causing problems with her sciatic nerve. It was noted this problem had been going on for about one year. The patient requested new physician listing because she needed a new doctor. Additional information received reported that the patient has been on pain medication for her problems with her sciatic nerve. It was causing the pain to be excruciating on the right side. Parts of a report from when the patient was going to the hospital about pain from back in (B)(6) of 2013 were read. It was noted that the report referred to the patient¿s left side, but for the patient, it was on her right side. ¿pain was present in the left foot and left leg. Quality of pain is aching and sharp. Electronic stimulator device was visible within soft tissue overlying the posterior right iliac crust. Surrounding surgical clips were seen. The device appears intact. The bones are intact. No joint space.¿ the patient had an appointment scheduled with a neurosurgeon to have the ins removed additional information has been requested. A follow up report will be submitted when more information becomes available. Refer to manufacturing report # 6000032-2014-00062 and 6000032-2014-00196.